Event description:
It was reported that the 8800 system failed to boot up prior to a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The cpu and mono-block controller upgrade kits were installed during the svc call. The system was tested and found to be working as intended and put back into svc.